Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of electric shock was not confirmed, therefore, the root cause was not determined. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report received by baxter (B)(4) of a patient who reported the electric leakage on a homechoice device during patient use. A swap of the device was initiated. There was no report of patient injury or medical intervention.